Event description:
The customer reported via phone call indicating that he had a low blood glucose but not hospitalized. Customer's blood glucose was 54 mg/dl. The customer was treated with food. After the troubleshooting was done, customer was advised that the reason he had a low blood glucose was because he had too much insulin program for his basal rates. Customer was helped to program basal rates correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.